Event description:
Information was received from a patient (pt)regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their recharger and the issue began probably a couple weeks ago. Patient had 2 of the little squares in the battery charged instead of 3 on the recharger and they left the recharger charging overnight. Patient got a message that said neurostimulator battery empty. Patient tried to charge the implant for 2 hours but got the neurostimulator battery empty message. Patient mentioned it helped with some of the pain but it only lasted for a few hours and went off. Agent tried to clarify when their current pain started but patient mentioned they had pain for years due to polio and was unclear on when their current pain started. When agent asked for an approximate date, patient mentioned something like that. During the call there were no damages on the dock and recharger pins. Patient plugged the charging cord into the dock but patient didn't see a green light. Patient plugged the charging cord into another outlet and confirmed they saw a green light on the dock. The first square was solid and the second square was blinking on the recharger. Patient mentioned they walked with a walker so they weren't real fast and their eyes weren't so clear. Agent made an outbound call could not leave a voicemail and call was instantly disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.